Event description:
An infant was stillborn and that the fetal monitor was indicating a heart rate. The value of the heart rate detected was not reported. The user has quarantined the monitor and will not yet allow the MFR to independently test and/or inspect the monitor.